Event description:
Decision was made to pace the pt. One of the paramedics on the scene attempted to operate the monitor but was not successful. The supervisor on the scene states "I manipulated the monitor and the defib/pacer moving toward the front about 1/2" until I heard click." Once this was accomplished the monitor and all of its features to include tcp worked normally.